Event description:
It was reported that the ilet user experienced persistent high glucose readings for several hours after a high-carbohydrate meal while using the system, with the caregiver noting no visible kinks or leaks in the infusion set and completing a site change after guidance; subsequent fingerstick values remained elevated but trended down from the 500s. Symptoms included no reported physical complaints. Outcomes included no medical intervention, no hospitalization, and continued monitoring at home. Investigation included guided troubleshooting of infusion set and tubing, site replacement, confirmation of insulin delivery resumption, and recommendation for a full supply change if hyperglycemia persisted. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction confirmed and no component defect observed during user-led checks; factors such as meal size and potential infusion issue were considered. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.